Event description:
During use of the device for a cardiopulmonary bypass procedure, the user observed a color chip failure error message. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.